Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with hospitalization: overnight stay, and had confusion/disorientation. The customer reported a blood glucose value of 600 mg/dl. When admitted to the hospital. Troubleshooting was performed. The location of the damage: was at the top and side of the reservoir. The type of damage was a crack and had physical damage to the pump's retainer ring. The customer reported the following led up to the event was no troubleshooting was identified. The event involved product(s) mmt-1715kl, mmt-332a, unomedical. The customer was using the insulin pump system within 48 hours of the reported event. The customer reported physical damage to the retainer ring on the pump. The customer reported high blood glucose. The customer declined to continue with troubleshooting. No further patient complications were reported. Mmt-1715kl was requested and the customer response was the device will be returned. No product return was required for mmt-332a. No product return was required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No crack at the top side of the reservoir compartment noted during visual inspection. However, the pump was received with a minor scratched lcd window, a scratched case, a cracked retainer and a retainer knit line damage. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. The pump primed properly. The pump was monitored and no unexpected failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using this successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There was no failed battery alert/battery failed alarm recorded in the formatted history file on the event date of 06-may-2024. In further full review of the pump history/traces on the (primary) event date of 29-feb-2024 and event date of 06-may-2024, there is no unexpected alarms/suspends. However, no delivery alarm/insulin flow blocked alarm noted. Please see below for the daily total of basal/bolus and all insulin delivered on the (primary) event date of 29-feb-2024 and event date of 06-may-2024 listed on smartsolve. Daily total collection start time = 02/29/2024 00:00:00.000. Daily total of all insulin delivered = 112.8. Daily total of basal insulin delivered = 62.8. Daily total of bolus insulin delivered = 50. Daily total collection start time = 05/06/2024 00:00:00.000. Daily total of all insulin delivered = 116.475. Daily total of basal insulin delivered = 71.775. Daily total of bolus insulin delivered = 44.7. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No delivery alarm/insulin flow blocked alarm was found on: (B)(6) 2024 01:26:00.000 alarm alert notification ault number = no delivery (7) during basal delivery. (B)(6) 2024 01:36:00.000 alarm alert notification ault number = no delivery (7) during basal delivery. (B)(6) 2024 00:53:00.000 alarm alert notification ault number = no delivery (7) during basal delivery. (B)(6) 2024 01:03:00.000 alarm alert notification ault number = no delivery (7) during basal delivery. (B)(6) 2024 22:13:22.000 alarm alert notification ault number = no delivery (7) during bolus delivery. (B)(6) 2024 16:28:10.000 alarm alert notification ault number = no delivery (7) during bolus delivery. (B)(6) 2024 16:28:58.000 alarm alert notification ault number = no delivery (7) during bolus delivery. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the (primary) event date 29-feb-2024 and event date of 06-may-2024 in the formatted history file. Pump error 61 (stuck key alarm) was found on: (B)(6) 2024 01:36:00.000. (B)(6) 2024 21:04:28.000. There was no pump error 61 (stuck key alarm) recorded in the formatted history file on the event date of 06-may-2024. All buttons function properly. No stuck button alarm/keypad anomaly noted during testing. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.3 mv). The pump was received with the original battery cap with a loose metal contact due to a broken three heat stake post. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay. Retainer ring damage (a cracked retainer and a retainer knit line damage) was confirmed. Cosmetic damage was confirmed at the screen of the pump during analysis. Cosmetic damage at the top side of the reservoir compartment was not confirmed, however, other cosmetic damage was noted during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for stuck button alarm/keypad anomaly, failed battery alert/battery failed alarm, no delivery alarm/insulin flow blocked alarm and prime/fill anomaly were not confirmed. However, battery cap contact missing/damaged was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.